Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge. Reportedly, the contact stated that the event did not impact the user's blood glucose (bg) level. However, it was reported that the user experienced a bg level of 248 mg/dl due to the user eating recently. Bg level would be addressed with a bolus.